Event description:
It was reported that this device triggered safety mode. A device replacement was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker triggered safety mode. A device replacement was scheduled. No adverse patient effects were reported. Additional information was received that the patient died of cardiac arrest when a temporary pacemaker was being inserted. The exact date of death was not reported. The physician believed the death was procedure related; the patient was 85 years old and had comorbidities. The chronic pacemaker was not explanted post-mortem.